Event description:
During a preventive maintenance, the company representative observed that the iabp safety disk needed replacing due to the customer indicating there was a leak alarm. No pt was involved.

Manufacturer narrative:
While performing preventive maintenance on the unit it was observed that the safety disk was faulty. Disk was replaced and unit was calibrated to factory specifications. Functional and safety testing performed as well. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. Internal complaint number: (B)(4).